Event description:
The patient's attorneys reported that the patient had vaginal hysterectomy surgery performed in april 1995, and subsequently developed an infection. No other information is available.